Manufacturer narrative:
A representative went to the site to preform system check out. Upon powering on system, it was discovered that the door would not open and was not showing closed when closed. After removing covers, it was found that the dingus had jumped a tooth and was preventing the door from being in proper position to open. Door was re-aligned and re-homed and issue was resolved. System was cleaned, greased, ups battery changed, battery in the image acquisition system (ias) was changed and all x ray batteries changed. System was tested and is functioning properly and within all manufacturer specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 00695196 (rep,hcp): medtronic received information regarding an imaging system used outside of a procedure for servicing. There was no alleged issue, however they found that the door would not open but was not saying closed on the pendent. There was no patient present.